Event description:
It is reported that the pt was revised due to metal corrosion at the neck and head junction.

Manufacturer narrative:
This report will be amended when our investigation is complete.